Manufacturer narrative:
This is a combination product (B)(4). This follow-up is to relay additional information. The product analysis can't be performed as the product was not returned. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. No other complaint on cement paste too short setting time was recorded on the batch since ever, and 1 other complaint on cement paste too short setting time was recorded on the reference from (B)(6) 2018 to (B)(6) 2021. Reserve sample from the same lot was tested under standardized conditions. The product did not show any unusual behavior during mixing, handling or setting. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that refobacin cement (lot 919faa0807 handled in the in (B)(4) and lot az11ba1304 handled in (B)(4)) hardened at around 7 mins and customer had to waste a femur and uc surface.

Manufacturer narrative:
This is a combination product cmp-(B)(4). Event occurred in united states of america. Item number 42-5099-025-25 item name psn 2.5mm female scr 25mm 2pk lot # 65003862. Item number 00-5901-020-00 item name headless trocar drill pin 75mm lot # 64920190. Item number 42-5026-064-01 item name psn fem cr cmt ccr std sz 8 l lot # 64824129. Item number 42-5320-071-01 item name psn tib stm 5 deg sz e l lot # 64780504. Item number 42-5400-000-29 item name psn all poly pat ply 29mm lot # 64843484. Item number 42-5112-005-12 item name psn asf uc 12mm ply l 4-11 ef lot # 64461197. Item number 42-5026-064-01 item name psn fem cr cmt ccr std sz 8 l lot # 64807940. Item number 42-5112-005-12 item name psn asf uc 12mm ply l 4-11 ef lot # 64461295. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that refobacin cement (lot 919faa0807 handle in the current complaint and lot az11ba1304 handle in cmp- (B)(4) hardened at around 7 mins and customer had to waste a femur and uc surface.